Event description:
Based on information reported to davol: (B)(6) 2009 - the customer facility alleged that during a laparoscopic ventral hernia repair procedure the surgeon noted there was a hole in the device. The device was not implanted.

Manufacturer narrative:
It was reported that a hole was noticed in the device as it was being implanted. The device was not used to complete the repair and there was no patient injury. The device was returned for evaluation and found to have a hole and noticable stress marks, which are consistent with those that could be made by user manipulation prior to the implant procedure. A manufacturing review was performed and did not find evidence of a manufacturing related cause for the condition of the mesh. With the information available, no conclusion can be drawn.